Manufacturer narrative:
(B)(4).

Event description:
It was reported "tried to start the iabp and immediately began receiving possible helium loss 2 alarms. No blood noted in driveline. Tip placed between 2nd and 3rd intercostal with full inflation initially noted in fluoroscopy. They've also attempted to hyperextend patient's hip with no improvement to alarms. No kinking noted, but slight decrease below baseline visible for iab. No blood noted. Patient in nsr rate 80s with no ectopy and stable triggers. Connections tightened without improvement. Volume decreases did not impact alarms. Iab removed and replaced without incident. Patient reported to have remained stable throughout".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "possible helium loss 2 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "tried to start the iabp and immediately began receiving possible helium loss 2 alarms. No blood noted in driveline. Tip placed between 2nd and 3rd intercostal with full inflation initially noted in fluoroscopy. They've also attempted to hyperextend patient's hip with no improvement to alarms. No kinking noted, but slight decrease below baseline visible for iab. No blood noted. Patient in nsr rate 80s with no ectopy and stable triggers. Connections tightened without improvement. Volume decreases did not impact alarms. Iab removed and replaced without incident. Patient reported to have remained stable throughout".